Manufacturer narrative:
This product is not manufactured in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -12.50/2.50/146 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Low vault with 'central touch to crystalline lens anterior capsule' were reported. The lens remains implanted with a planned exchange for a longer lens.